Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call about the high blood glucose levels. Customer¿s blood glucose value was in the range of 400mg/dl to 600mg/dl. Customer treated high blood glucose level with bolus. On friday, blood glucose value was 226mg/dl. Customer declined troubleshooting for high blood glucose. Customer also reported that the insulin pump had low battery. Customer was advised to revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will not be returned for analysis.